Event description:
During follow-up on an related issue, a baxter sales representative reported the patient was in the hospital being treated for peritonitis. No additional information provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The assignable cause for the report of peritonitis was undetermined. There was no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). This report is a duplicate of report #1423500-2012-06433. All investigation activities related to this incident will be addressed under report #1423500-2012-06433.